Event description:
It was reported, the adhesive on the left bag and sleeve peeled off during use which made it impossible to apply pressure. There was no reported injury.

Manufacturer narrative:
The supplier performed an investigation which confirmed the issue as reported; the root cause was determined to be the performance of the nylon material. The supplier has since updated their material performance requirements. The device history record for lot: 230800158 was reviewed and the product was produced according to product specifications. All information reasonably known as of 19 aug 2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by sun med holdings llc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to sun med holdings llc. Sun med holdings llc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the sun med holdings complaint database and identified as complaint: (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an sun med holdings llc. Product is defective or caused serious injury. FDA initial mw report submitted on 07may2025; core ID: (B)(4).